Event description:
A power source alert was reported by the customer, who was using the tandem charging cable and wall adapter when the issue occurred. The customer indicated that the pump did not begin charging even after the wall adapter was plugged into a working outlet for at least 30 consecutive minutes, and trying different wall adapters and charging cables did not resolve the issue. Customer service determined that a pump replacement was necessary, confirming that the device was still under warranty. The customer will use a backup insulin delivery therapy and was instructed on how to return the pump and prepare it for storage mode, which they understood and acknowledged. No information was provided regarding an adverse impact on the customer's blood glucose level.